Manufacturer narrative:
A boston scientific crm technical services consultant informed the caller that less than 0.5 years longevity remaining is displayed from the time the pacemaker calculates that there is six months remaining right up until elective replacement indicator (eri) declaration. The consultant also stated that other factors could affect the longevity remaining such as decreased pacing percentage, decreased outputs or increased impedance measurements. The caller noted that this patient is pacemaker dependent and the outputs were not reprogrammed in april. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information this pacemaker is exhibiting less than .5 years of longevity remaining. The caller noted that this was initially displayed in april, and it is still giving the same information. The caller is inquiring as to why there has been no change in remaining longevity over a six month time period.